Event description:
It was reported on that a patient¿s device showed low impedance during a follow-up visit. The patient was asked if he was twiddling or manipulating the lead or generator in anyway and he reported that there was no activity that had occurred around the placement of the device. There was no pain and no adverse events and no surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer despite the previous report that the products were not available for return. The explanted lead has not been received by the manufacturer to date. Generator product analysis was completed. Proper functionality of the generator in its ability to provide the appropriate programmed currents was successfully verified in the product analysis, or pa, lab. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No signs of variation in the generator's output signal was observed and the diagnostics were as expected. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator.

Event description:
It was reported via implant card received by the manufacturer that the patient underwent a full vns replacement surgery. The card was marked as due to "high impedance", but was verified to be due to the previously reported low impedance. During attempts at product return, it was revealed that the explanted products were not available for return.

Event description:
X-rays were received for the patient on (B)(6) 2018. Ap neck and chest and lateral chest x-rays were received and reviewed. The x-rays were provided after a low impedance reading less than 600 ohms was reported for this patient. The generator was located in the patient¿s upper left chest. The connector pin can be seen coming through the second connector block. The filter feedthrough wires were confirmed to be intact. Due to the size and quality of the image, the ability to visualize the lead is 1/5. A strain relief is seen to be present however it is unable to assess if the strain relief loop is per labeling or if a strain relief bend is present due to the size and quality of the image. Due to the quality of the images, the presence of tie downs are cannot assess if the tie-downs are placed per labeling. Due to the size and quality of the image, it cannot be assessed if the leads are placed behind the generators. No gross fractures or discontinuities or sharp angles in the lead were seen in the portion of the lead imaged and provided. Due to quality of images, it is unable to be assessed if the lead wires are intact at the connector pins. Based on the images provided, the cause of the low impedance cannot be determined. The presence of a micro-fracture also cannot be ruled out. No surgical intervention has occurred to date. No other relevant information has been received to date.